Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 693565 implantable tachy lead product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated a memory error for a ram (random access memory) integrated circuit. Analysis of the returned device was inconclusive. The analyst commented, device has several firmware initiated a power on reset (por) with no reason code that occurred on (B)(6) 2013. (B)(4).

Event description:
It was later reported that the patient was deceased. The cause of death was requested and no further information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.